Event description:
The customer contact reported the device intermittently did not deliver. It was reported that a gemstar pump and a bolus cord were connected to the docking station. The gemstar pump was programmed in the bolus only mode, to deliver morphine sulfate 1mg/ml, with a 5 minute pt lockout, and a 100ml container size. No further pump programming parameters were provided. It was reported that initially, the gemstar pump delivered a bolus dose after the bolus button on the bolus cord was pressed. After an unspecified length of time, it was reported the gemstar pump did not deliver a dose after the button on the bolus cord was pressed. The gemstar pump and docking station was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.